Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer passed away on (B)(6) 2019. It was reported that customer was hospitalized due to heart disease, kidney disease and high blood glucose of 525 mg/dl. Insulin pump was removed when admitted to the hospital on (B)(6) 2019 and customer was then treated via insulin shots. After two weeks of hospitalization, customer decided not to take any more medications and passed away. Insulin pump is not expected to return for failure analysis.